Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt cannot communicate with her ipg via the programmer or charger. She does not have stimulation. Her ipg turned off on (B)(6) 2011 and she has not charged it since then. Her battery has expired due to a lack of charging her device for four months. The pt is planning on undergoing an ipg replacement. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.